Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological and tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: black dot foreign matter x1, and deformed stopper x1."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological and tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: black dot foreign matter x1, and deformed stopper x1."

Manufacturer narrative:
H6: investigation: bd received two (2) samples and six (6) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'damaged and dirty stopper' with the incident lot was observed. Bd determined that the root cause of the 'damaged stopper' is attributed to a vacuum leak due to clogged piping on the mcneil mold press. The corrective action implemented was that the piping was cleaned out. Bd determined that the root cause of the 'dirty stopper' is attributed to excess stearate coating material transferred from pallets during the rubber extrusion process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.